Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with no calcification, no tortuosity and 90% stenosis. The 4.5x8 mm nc trek balloon dilatation catheter was inflated once to 12 atmospheres and although negative pressure was held for 16 seconds, the device was not fully deflated. There was resistance between devices during removal and all the devices were removed as a unit with the balloon still partially inflated. This caused the stent to be dragged out. An unspecified balloon was used to complete the procedure. The patient experienced chest pain and myocardial tear injury. Local drug treatment was provided and the patient was hospitalized additional time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported deflation issue could not be determined. In this case, it is likely that the instruction for use (IFU) violation contributed to the reported difficulty removing the device and device damaged by another device resulting in user error/operational context. The reported medication required, and hospitalization appear to be related to circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal and the interaction with the stent that resulted in the stent being dragged out. Additionally, a conclusive cause for the reported patient effects of angina and unspecified tissue injury, and the relationship to the product, if any, cannot be determined. The reported patient effect of angina is listed in the coronary dilatation catheters (cdc), nc trek, instruction for use as a known patient effect. It was reported by the account that the balloon was removed partially inflated. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the instruction for use (IFU) violation contributed to the reported difficulty removing the device and device damaged by another device. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 - medical device problem code 2017 - failure to follow steps/instructions was added.